Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm battery out limit. Customer's blood glucose at time of incident was 237 mg/dl. Customer stated that the pump alarm after battery change. The customer stated that pump is not alarming at time of call. The customer was explained this is normal pump behavior. The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 237 mg/dl. The customer does not have a new aaa alkaline battery to test with the pump. Customer was advised that we will ship a replacement battery cap and to monitor situation.